Event description:
It was reported that during a follow up, the atrial lead exhibited high thresholds. The atrial output was reprogrammed. The patient was in good condition and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.